Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose (bg) level was not impacted. Tandem technical support had the customer perform a system check and the infusion set site appeared to be related to the occlusion; however, the customer indicated that the site did not need to be changed to "successfully affect the bg level". The customer indicated that scar tissue may have been the cause of the occlusions.